Event description:
Patient scheduled for breast lumpectomy with radar localization and sentinel lymph node biopsy. During the use of the savi scout, the probe cover broke and entered the wound not completely covered. Upon discovery additional probe cover was placed on the savi scout probe and the case continued. The provider dr. (B)(6) is aware. At the end of the case during debrief it was discovered this is not the first incident of the probe cover breaking intraoperatively.